Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that high lead impedance was observed. Impedance has surpassed the upper threshold multiple times. No lead noise has been seen and the high lead impedance was not reproducible through isometrics. The lead will continue to be monitored every 6 months. There are no reported patient symptoms.

Event description:
New information notes that on (B)(6) 2018, the lead was capped and replaced by a competitor lead.